Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 561 mg/dl. The customer was uncertain of the suspected cause. Customer delivered a bolus via the pump, and subsequently went to the emergency room (ER). In the ER, the customer was treated with an IV drip of insulin and fluids. Upon leaving the ER five hours later, the customer's bg level was 359 and the customer was reportedly stable.